Event description:
This is to inform the FDA that we have received an adverse event caused by a product not manufactured or distributed by biosense webster, inc. From france on 03/25/2010. The complaint stated "during expresso registry: one sheath staying inside the femoral vein after sheath retrieval. Carta xp was used. The sheath is not a bw device." We received additional information regarding the procedure which stated that one st. Jude sl0 sheath was used with a lasso catheter, another 8f st. Jude sheath was used for the navistar catheter and another 7f sheath was used with a sorin extreme catheter. This 7f sheath tore and was stuck inside the femoral vein and had to be removed with another lasso catheter from the right femoral vein. Since the sheath that was stuck and the catheter that was used along with this sheath was not manufactured or distributed by biosense webster and this event occurred in a clinical study, this event was not reported as an MDR. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).